Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was seeing 70 mg/dl on the insulin pump and she got a warning for a low. The customer's blood glucose was 54 mg/dl. Customer treated with carb intake. The insulin pump will not be returned for analysis.